Event description:
It was reported that there was a general complaint of volume left over when infusing both primary fluids and secondary medications (such as zosyn, vancomycin and cefepime). This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an under infusion was not determined because no products or device logs were returned.

Event description:
It was reported that there was a general complaint of volume left over when infusing both primary fluids and secondary medications (such as zosyn, vancomycin and cefepime). This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.